Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Reason for surgery: sui with intrinsic sphincter deficiency and urethral hypermobility. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence. It was reported that patient underwent explant due to stress urinary incontinence, pain and discomfort on (B)(6) 2013. In addition on this date had cystoscopy and botox injections. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.